Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va1jwyn, implanted: (B)(6) 2017, explanted:(B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. The patient had both leads removed due to infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient will be receiving antibiotics until (B)(6) 2018 to resolve the issue. No further complications are anticipated.